Event description:
No additional information received from customer.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device tested positive for mycobacterium tuberculosis; however, the user facility did not report a positive culture for microbiological contamination, rather, during a routine reprocessing the device failed the leak test and was being returned without proper cleaning, disinfection and decontamination. The mention of the microbe was a warning to the facility to handle with proper protective equipment. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service / maintenance (not in a clinical setting), the subject flex video scope device tested positive for an unknown quantity of mycobacterium tuberculosis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. There was no patient involvement.